Event description:
It was reported that the right ventricular lead exhibited high, out of range hv lead impedance. There were no other electrical anomalies. Lead was explanted and replaced. Patient¿s condition was stable throughout.